Event description:
It was reported that the patient presented for in clinic follow up with the right atrial lead exhibiting over-sensed noise resulting in episodes of inappropriate automatic mode switch. The patient was scheduled for extraction and the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and inappropriate mode switch were confirmed. As received, a partial lead was returned in three pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent friction to another device or feature of the heart and the reported event of noise.